Event description:
The customer reported that the sys displayed an error message, and locked up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep adjusted the monitor power supply, restored the calibration files, and flashed the nodes. The sys was tested and found to be working as intended and put back into svc.